Event description:
It was reported the patient is not able to enter MRI mode due to high impedances, the patient was also experiencing discomfort at the ipg site. As a result, surgical intervention may be pending to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the leads were noted to be fractured. As a result, surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue, ipg site discomfort resolved with no intervention.